Event description:
It was reported by the patient that the implantable pulse generator (ipg) moves and slides around under the skin when the patient rolls over in bed. Follow-up information from the clinic indicates that the patient called the office and was advised to call back if this continued. The patient has not called back and has not been seen. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).